Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter, causing the hole in the patient's colon to become larger. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter, causing the hole in the patient's colon to become larger. Additional information received on february 18, 2025. The device was used during a colonoscopy procedure. The clip was able to grasp/close and lock onto tissue, but the clip did not release from the catheter. The procedure was completed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f12 captures the reportable event of serious injury. Block h11: (additional information) block b5 has been updated based on the additional information received on february 18, 2025.